Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system "packaging issues that has black covering on part of the label." No report of serious injury or medical intervention. It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with a labeling error. It was stated ¿the catheters had packaging issues that has black covering on part of the label.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd was provided two photos for evaluation. Our quality engineer reviewed the provided photos and determined that photo one displayed three packages with black splice tape covering a part of the label and photo two showed a dispenser which displayed the package label with the bd logo, ref. No., description, lot number and expiration date. Based off of the review of the photos our engineer was able to verify the reported defect. It was determined that the defect package print permanency was caused by the manufacturing process. A corrective action has been initiated to look into the cause and identify any areas for improvement. A review of the device history record revealed zero defects found during production. Investigation conclusion: the cause of the print permancy was splice tape. Per CAPA (B)(4), the cause of the splice tape not being rejected was due to the process parameters.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system "packaging issues that has black covering on part of the label." No report of serious injury or medical intervention. It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with a labeling error. It was stated ¿the catheters had packaging issues that has black covering on part of the label.¿ there was no report of injury or further medical intervention.